Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2020, the patient experienced a leaking stoma with yellow-colored leakage. A culture was taken and showed the growth of skin bacteria, which was initially treated with "ab" (antibiotic) treatment but the symptoms persisted. The patient was then treated with clindamycin which had not helped as the yellow leakage continued. At the time of report, the patient began treatment with elocon ointment.